Event description:
A 56-year-old male patient with cardiogenic shock implanted with impella cp. Overnight, access site oozing was noted, which was resolved by standard measures. Patient received a blood transfusion. Patient recovered, and pump was explanted the following day.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. Asae / major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.